Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the set screw tilted and could not be screwed in properly. No additional complications were reported.

Manufacturer narrative:
Analysis of the returned device shows that the two first threads of one setscrew have been sheared off. The first thread is crossed by a furrow angled opposite to the thread angle. Such damages are consistent with the threads of the setscrew getting-off the female threads of the bone screw head, with machining of the furrow during further rotation of the setscrew. The bottom threads opposite the sheared threads are scratched on their underneath surface, consistent with an angulation of the setscrew inside the connection head. The lower surface of the setscrew is showing scratches and deformation of the central pointing tip. These damages are consistent with the setscrews having pressing down a spinal rod. The setscrew presents scratches at the start of the first thread. The lower surface of the setscrew is showing deformation of the central pointing tip. No pre-existing defect has been identified at the level of the damages. The damages of the first setscrew are consistent with the cross-threading of the setscrew. The damages of the second setscrew could be explained by the start of a cross-threading. Cross-threading may happen when the surgeon tries to engage the setscrew on the bone screw head once pushing the rod with the setscrew and without reduction instruments. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.